Manufacturer narrative:
Clarification: the affected side of the deflation is unknown. The serial number for the right side is (B)(4) with lot number 2185119, and the serial number for the left side is (B)(4) with lot number 2185118. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.